Event description:
Setting of increase in power recently suspect small clot in vad causing dysfunction and hemolysis. Decreasing pulsatility index on vad, suspect there is a small clot in the vad causing drag.